Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer stated the device error with message service required. No other information supplied. No reports of patient impact.